Event description:
The angiovac cannula was used for the aspiration of embolus in the pulmonary artery. The procedure progressed to an open heart procedure due to patient complications. There is no indication at this time that the device malfunctioned or contributed to the patient complications.

Manufacturer narrative:
Although it is not believed that the cause of the reported event is related to device malfunction, the investigation into this event is on-going. Our medical director has made several attempts to contact the physician from this procedure to discuss event details and device performance. Upon completion of the investigation, a supplemental medwatch will be submitted, (B)(4). Complaints on this device were previously submitted with vortex medical as the manufacturer.

Manufacturer narrative:
A review of the device history records was performed for the reported packaging lot for any deviations related to the reported defect of the complaint. The review confirms that the lot met all material, assembly and performance specifications. A review of the angiodynamics complaint report for the angiovac product family and the failure mode "patient injury/death" did not reveal any adverse trends. The end user hospital reported that there were patient complications during the angiovac procedure to aspirate a pulmonary embolism, but they did not report a device malfunction. Attempts were made to obtain additional information from the end user regarding this event. The hospital has not responded to the requests. No sample was returned for evaluation. Without receiving product for evaluation or additional information for the reported event, we are unable to confirm a device malfunction and definitively determine a root cause for this incident. The angiovac cannula component is supplied to angiodynamics by the supplier duke emperical. Duke was been notified via supplier corrective action request for a device history records review of the supplier lot. Their response indicated that all manufacturing records were completed and in order. There were no abnormalities that could have contributed to the reported event. The angiovac cannula sample was not returned for evaluation since there was no reported device failure. It cannot be determined if the cannula was used in accordance with its labeling. Directions for use are provided with this device and contains the following statements: "adverse affects: this device, as do all extracorporeal blood vessel devices, has possible side effects, which include but are not limited to infections, blood loss, thrombus formation, embolic events, vessel damage and complications of percutaneous or surgical insertion techniques. These may occur if the instructions for use are not followed." (B)(4).